Event description:
It was reported that in preparing for a drug eluting stenting treatment procedure, stent damage was noticed. The physician was attempting to treat an unknown lesion. A 3.5x24 mm taxus express2 drug eluting stent (des) had been selected for use in the case. When removing the stent delivery system from the packaging, the proximal stent struts appeared flared. The device did not contact the patient and was not used in the procedure. The procedure was completed using another 3.5x24mm taxus express2 des. There were no patient complications reported and the patient's condition was listed as "ok".